Event description:
Unomedical reference number (B)(4). Event occurred in new zealand. It was reported that patient faced infusions set leakage at site event on (B)(6) 2024. Infusion set has been used for 24 hours. The blood glucose level around 20 mmol/l. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.